Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box, lot# 73l2200890. Investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the device would not lock while operating. The techs then tried different (B)(4) cartridges from the same lot ' on the back table and would not lock. The issue was resolved by opening a new box with a different lot number.